Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous distal posterior tibial lesion. A hi-torque command es 300 cm guide wire was used for the procedure. A 0.014 balloon passed over the wire to the lesion to perform angioplasty. After angioplasty, there was difficulty removing the balloon. Another balloon was used to attempt to complete the procedure, but the balloon could not pass either, when it was then noted that the polymer coating of the distal portion of the wire had been scrapped off; possibly due to an interaction with one of the balloons. The polymer coating that came off the gw was found at the the proximal end of the balloon catheter and was simply removed. No resistance was noted during removal of the guide wire. A new wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported peeling was unable to be confirmed however, there was noted separated/ damaged polymer coating. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.